Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a cubie was not in cabinet. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie not in cabinet. A technical support specialist once logged in, found that the cabinet still displayed a cubie in spot 03-13. The customer was able to properly place the cubie into the cabinet, and then user successfully issued the medication without any issues. The system functioned as intended after the technical support specialist tested and assisted the customer to resolve the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a cubie was not in cabinet. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.